Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The patient reported poor coupling. The patient reported that they were having a hard time getting coupling bars. The patient reported that charging the ins took forever for her to get all the coupling boxes filled. The patient reported that the ins stayed half full and didn¿t seem to charge all the way and charging the ins took forever. The patient reported that she hadn¿t been using the ins daily because she didn¿t know what was going on with the ins and recharger. The patient reported that she didn¿t know if she felt better with the ins or without the ins. The patient reported that when the ins was on, the ins didn¿t improve her symptoms. The patient reported that she hurt constantly. The patient reported that she was unsure if the ins needed to be taken out. The patient had zero coupling when beginning a charge session. After a few attempts to reposition the antenna, the patient reported getting all coupling bars. The patient reported that she used to get full coupling when the recharger antenna was more to the left than the right. The patient reported that the recharger antenna was almost right on her spine now and was getting full coupling. The patient reported losing the coupling bars and didn¿t move. The patient reported that the ins battery was blinking a little less than half. The patient also thought the ins area was hurting and could feel the ins protruding out of her skin. The patient reported that if she ran her hand over the ins, the area hurt her. The patient reported that during troubleshooting when moving the antenna over the ins area, the antenna was hurting the patient. The patient reported that she hurt worse when she was standing and on her feet for hours at a time. The patient reported that she would lay down or sit for 15 minutes and the hurting isn¿t as bad, so she goes on. The patient reported that the healthcare provider (hcp) and her husband didn¿t notice a change in the ins protruding. The patient reported that the hcp stated the ins was normal. The patient reported that she had gained weight and had to loosen the belt. The patient reported that it seemed like the belt held the antenna in the spot. The patient reported that she had not had any falls or traumas recently. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-jun-05 from the consumer reporting that for about a year or so they had pain at the implant site all of the time and it was getting worse. When they were on their feet, it hurt more. The patient fell a lot and it was reported that the falls may be contributing to the event. A couple of months ago a manufacturer representative met with the patient. The consumer reported that when the manufacturer representative put the patient programmer over the implant they said that "this thing is all over the place," but the consumer was not sure what that meant. The consumer stated that for about a year it felt like the stimulator had moved but they met the health care provider (hcp) about 3 weeks ago who stated there was nothing wrong that they could see and the stimulator had not moved. It was reported that they might be having implant out and getting it replaced. The patient had another hcp appointment scheduled for next week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported poor coupling. The patient reported that she tried adhesive discs. The patient was getting all 8 boxes while on the call. The patient also reported that the area where the implant was too painful. The patient reported that she always had pain at the implant site. The patient reported that she has had a few falls. The patient also reported that she was having this neurostimulator (ins) replaced next month to get a smaller ins put in. The patient later reported that the ins was not able to take a charge when she used her recharged and noted that she would get all 8 coupling boxes, but the ins battery wouldn't progress. It was reviewed that based on what the patient was reporting, the recharger seemed to be working as designed and the patient should follow up with their healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.